Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: japan.

Event description:
It was reported that prior to surgery on (B)(6) 2025, the sterile package was not sealed. There was no patient involvement. Due diligence is complete and there is no additional information available.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Visual examination of the returned product/provided pictures confirmed the package was not sealed at one end. There was no evidence of adhesive residue located in the seal area. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a manufacturing issue. The reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.